Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms on their insulin pump. The customer states their blood glucose levels have been running high. The customer's blood glucose levels have ranged from 470mg/dl to 551mg/dl. The customer states they have changed their infusion set along with their reservoir and their levels were 164mg/dl. Troubleshoot could not be conducted due to call dropping. No further assistance able to be provided at his time.